Manufacturer narrative:
(H3) the patient conditions reported appear to have led to excessive tension on the pcl, joint instability, and subsequent wear of the tibial insert, which necessitated the revision. Improper tensioning of the pcl has been found to contribute to excessive rollback of the femoral component, leading to higher shear and compressive forces on the polyethylene. The most probable root cause associated with the reported event of "prosthesis wear" is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 3.5f / 3.5t (cat# 02-012-45-3535 / serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Logic cr femoral por, left, sz 3.5 (cat# 02-010-04-0235 / serial# (B)(4)). Gps implant kit v2 (cat# a10012 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Threaded pin size 2.3 collared (cat# 521-78-23 / serial# (B)(4)). 3 trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4)). Threaded pin size 2.3 collared (cat# 521-78-23 / serial# (B)(4)). Threaded pin size 3.0 collarless (cat# 521-78-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, a male, (B)(6), weight is unknown, initial implant of (B)(6) 2019. Primary left knee case was performed (B)(6) 2019, pcl ruptured as per x-ray. He had l3/4 spine issues and weak quads because of back. Had spine operation few weeks ago. Poly wear noted in provided x-rays. Patient was last known to be in stable condition following the event. Device will return.